Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific conducted a retrospective data analysis to assess the MRI protection mode feature for any possible effects on lead measurements as characterized by a change in the lead measurements pre- and post- possible clinical MRI scans of patient implanted with a boston scientific corporation imageready ng4 crt-d or ICD system. Analysis data was collected using latitude nxt and de-identified for analysis. All data was used in accordance with patient confidentiality laws, regulations, and data use agreements. In this 2020 report, data from 1171crt-d and ICD (dual and single chamber) devices, with MRI protection mode on, met the criteria for this retrospective data analysis. 323 (27.6%) patients were implanted with model#g247, 20 model#g247 devices recorded an lv pacing impedance that was greater than 2000 ohms and one device recorded an rv pacing impedance greater than 2000 ohms. The date for the recorded out-of-range lv pacing impedance for these 20 devices ranged from 01/02/2019 to 12/27/2019. The date for the recorded out-of-range rv pacing impedance was 08/19/2019.